Event description:
The patient reported experiencing elevated blood glucose of up to 450 mg/dl in the past 1-2 months. He attempted to lower blood glucose levels by bolusing through the infusion device with no success. He stated that sometimes when the infusion site was removed the cannula was bent. His normal blood glucose level is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.